Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6). The report is of pain up to both shoulders, slightly reddened exit site, and eosinophilic peritonitis in a patient coincident with physioneal and extraneal therapies for continuous ambulatory peritoneal dialysis (capd). The patient is on capd due to chronic renal insufficiency. Action taken with physioneal and extraneal therapies were not reported. On (B)(6) 2012, the patient developed abdominal pain, pain to both shoulders, cloudy effluent, and slightly reddened exit site. On (B)(6) 2012, the patient consulted the physician and a diagnosis of eosinophilic peritonitis was made. The patient started treatment with ciprofloxacin 500 and cefazolin 2g, 4 times a daily, ip. On (B)(6) 2012, ciprofloxacin treatment was stopped. On (B)(6) 2012, cefazolin treatment was stopped. On (B)(6) 2012, the patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.